Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii; guide cath: amplatz right. There were no reported device malfunctions and the product was not returned. The reported patient effect of dissection is listed as an adverse event in the nc trek instructions for use. Although a conclusive cause for the reported patient effect of dissection and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery (rca) with moderate tortuosity and heavy calcification. Pre-dilatation was done distally with a 1.5x15 non-abbott balloon to 14 atmospheres (atm), followed by a 2.0x15 trek to 14 atm and finally a 3.5x15 nc trek to 12 atm with the residual stenosis less than 40%. No pre-dilatation was done proximally. A dissection was noted distally, which was treated with the implantation of an unspecified stent. Two xience xpedition stents were implanted to successfully complete the procedure. There was a good final patient outcome. There was no clinically significant delay in procedure. No additional information was provided.